Event description:
Details of complaints: I bought insulin pen needles for my mother. I bought bd ultra fine pro 0.23 x 4mm sterile ir. Complaints: my mother reported to me that when the needle is injected to abdomen, it bent. When needle is pulled out, insulin leaked. Action requested: I requested that pharmacy department to stop production of this product immediately. This product is dangerous to patient especially to elderly patients.

Manufacturer narrative:
Additional information provided to sections b4, d2b, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.